Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the pts received more IV fluids than intended. The tubing sets were being used to deliver unspecified IV fluids at a rate of 125 ml/hr. The cair clamps were being used to regulate the flow rates. After unspecified lengths of time in use, the customer contact reported the fluid containers were found empty. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device info letter.